Manufacturer narrative:
As no further info concerning this report is currently available, our investigation is complete. This investigation will be updated should further info be provided.

Event description:
Boston scientific received info that the pt with this subcutaneous implantable cardioverter defibrillator (s-ICD) was evaluated in the emergency room after receiving five shocks. Device interrogation was performed and upon initial review it was thought that noise and oversensing caused the shocks. However, the pt had high serum potassium levels which required dialysis, and the physician thought the shocks were due to oversensing of the peaked t-waves and slightly smaller qrs complexes. The conditional zone was reprogrammed to 230 bpm. It was thought that the pt's high potassium level was the cause of the morphology changes and subsequent therapy delivery.